Manufacturer narrative:
B5: updated. H6: updated conclusion code 1. The device was returned to w. L. Gore & associates for investigation. Submitted unfixed was one gore® excluder® aaa trunk ¿ ipsilateral leg endoprosthesis. The device was devoid of tissue. The lumen of the device was widely patent. A 4 mm transection was present, approximately 25 mm from the distal end, on the ipsilateral leg. From gross images, the material disruption (i.e., material transection/cut), appears to be consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors), likely used during a surgical procedure. Histopathological examination was not performed, due to the lack of adherent tissue and lack of proper fixation prior to arrival at w. L. Gore & associates. The device was subjected to an enzymatic digestion process to remove biologic debris. Following digestion the device was examined for material disruptions with the aid of a stereomicroscope. Noted material disruption (i.e., material transection/cut), appears to be consistent with cutting by sharp surgical instruments (i.e., scalpel or scissors), likely used during a surgical procedure. No wear related disruptions were identified.

Event description:
It was reported that the patient presented with an abdominal aortic aneurysm that was attempted to be treated with gore® excluder® aaa endoprostheses. It was stated that the gore® excluder® aaa trunk - ipsilateral leg endoprosthesis (rlt) was landed just below the left renal artery. The cannulation of the contralateral gate of the rlt was performed without issues. Afterwards it was attempted to push a gore® dryseal flex sheath into the gate and that the rlt moved proximal covering the visceral arteries afterwards. It was stated that no unusual force was used or feeling was experienced during that. It was necessary to convert the patient to open surgery.

Event description:
The following was reported to gore: the patient presented with an abdominal aortic aneurysm that was attempted to be treated with gore® excluder® aaa endoprostheses. The gore® excluder® aaa trunk - ipsilateral leg endoprosthesis (rlt) was landed just below the left renal artery. The cannulation of the contralateral gate of the rlt was performed without issues. Afterwards it was attempted to push a gore® dryseal flex sheath into the gate and that the rlt moved proximal covering the visceral arteries afterwards. It was stated that no unusual force was used or feeling was experienced during that. It was necessary to convert the patient to open surgery.